Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose levels. During troubleshooting with tandem technical support, the customer indicated they possibly overfilled the cartridge during the load process. The customer reloaded the same cartridge and the issue was resolved.